Event description:
It was reported that the patient presented for an emergency appointment due to palpitation and chest discomfort. The patient reported they had occasionally experienced dizziness for about a month and it had become slightly more frequent. It was found an atrial lead fracture or insulation damage was suspected. The right atrial (ra) lead experienced high pacing impedance, which had been rising for about a month. The lead also experienced occasional pacing failures with unstable thresholds. Intermittent noise with patient movement and far field r-wave (ffrw) was observed causing the pacing interval to be extended. When output was increased, muscle stimulation and twitching was observed in the abdominal wall where the lead was positioned. The lead was reprogrammed and a lead revision was scheduled. The lead was later explanted, discarded and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.